Event description:
Boston scientific received information that this pacing lead had an impedance measurement greater than 1000 ohms. Loss of capture was noted due to the high impedance. During a follow-up appointment, widely varying impedance measurements were recorded from 700 to greater than 3000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The pacing polarity of the lead was changed and normal follow-ups were scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.